Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device gives irregular and unstable pressure values. It is unknown if the device was in use at time of event and there was no adverse event to the patient/user was reported.

Event description:
The customer reported that the device gives irregular and unstable pressure values. It is unknown if the device was in use at time of event and there was no adverse event to the patient/user was reported.